Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024. The blockage was located in the tubing. No further information available.